Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had short-circuit in wire and shut down. There were no reports of patient harm.

Event description:
It was reported that the camera head had short-circuit in wire and shut down. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple cuts are detected in the cable. Based on the results of the investigation, olympus was able to confirm the customer request and determined the following cause: loss of waterproofing due to cracks in the connector olympus will continue to monitor field performance for this device.